Manufacturer narrative:
The transmitter was returned to animas and evaluated by product analysis on 9/27/2016 with the following results: no defect was found. Cgm transmitter was placed on the walkabout box; the transmitter was paired with a test pump correctly. Bg value was set to 120 mg/dl. The pump alarmed with ¿transmitter out of range¿ before 2hrs, discharged transmitter battery failure is determined.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016 , the reporter contacted animas, alleging a cgm ((B)(4)) issue. It was reported that the transmitter out of range alerts (cs 206) were displayed for less than three hours. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.